Event description:
Upon receipt of the product, it was observed that the product had exceeded the expiration period. The co was contacted and the complainant was advised that the suspect product had been transferred from another facility. According to the complainant, the outdated nature of the suspect product would preclude it from use and could possibly delay a scheduled surgery.